Event description:
Customer reported problems with the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable connector. System operates as intended. This MDR is related to ge healthcare.